Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 7.6 cm to 7.7 cm from the connector pin which exposed the outer coil. Abrasions are indicative of constant friction with another implantable device.